Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the coumadin that was provided to the patient and also due to the patient's hospitalization. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2014. As part of the review, it was determined that the instrument's last service was on (B)(6) 2016. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint categories, other adverse event - dyspnea, pain, cough, shortness of breath, and pulmonary embolism. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: dyspnea, pain, other: cough and shortness of breath, and pulmonary embolism. (B)(6).

Event description:
A user facility medwatch report, mw5075114, was received which stated that an extracorporeal photopheresis (ecp) patient had experienced dyspnea, pain, cough, shortness of breath, and a pulmonary embolism. The user facility medwatch report stated that a patient had arrived at the emergency department experiencing dyspnea and right side chest pain. The patient reported dyspnea upon exertion for the last month after half a block. The report stated that the patient's symptoms acutely worsened in the morning and the patient began experiencing shortness of breath at rest. The patient's dyspnea was more pronounced with movement and was associated with a dry cough. The patient complained of right side chest pain, which worsened with inspiration, coughing, or moving his right arm. The user facility medwatch report stated that the patient had been receiving extracorporeal photopheresis (ecp) treatments twice a week, every other week since 2016. In a follow-up with the customer who reported the user facility medwatch, the customer stated that the patient was admitted to the hospital on (B)(6) 2017 and was diagnosed with a pulmonary embolism by a CT scan on that same day. The customer reported that the treating physician started the patient on coumadin (warfarin), for the patient's pulmonary embolism while the patient was in the hospital. The customer stated that the patient was discharged on (B)(6) 2018 and the patient has remained on coumadin. The patient's physician reported that both the patient's underlying conditions and ecp treatments could have contributed to this event. The customer stated that the patient's last ecp treatment prior to their pulmonary embolism diagnosis was on (B)(6) 2017 and heparin was used as the anticoagulant in that treatment at a 8:1 ratio. The customer reported that the patient had tolerated this ecp treatment well and there were no issues. The customer stated that the patient did not report, complain, or exhibit any signs/symptoms of shortness of breath/dyspnea at any time on (B)(6) 2017. The customer reported that the patient had been discharged in stable condition that day. The customer stated that the patient's symptoms of shortness of breath/dyspnea upon exercise started the morning of (B)(6) 2017. The customer reported that the patient has remained stable since his hospitalization and is still on coumadin. The customer stated that the patient has continued to receive their ecp treatments, and has tolerated these treatments well with no symptoms or issues. No product was returned for investigation.